Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the gas module was defective and in need of replacement. Replacement of the gas module solved the issue. No log files have been provided. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Our conclusion is that the replaced part was the cause of the failure. However, the root cause of why the part failed has not been established as the replaced part was not returned for investigation.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Additional information received stated that the turbine module was also replaced. Updated h11 - addtl mfg narrative/corr. Data: on-site investigation was performed by our field service engineer. According to the received information, the o2 gas module and turbine module was defective and in need of replacement. Replacement of the parts solved the issue. No log files have been provided. The o2 gas module and the turbine module regulates the inspiratory gas flow, and any faults may affect the delivered volume or gas mixture (o2/air). Our conclusion is that the replaced parts was the cause of the failure. However, the root cause of why the part failed has not been established as the replaced parts was not returned for investigation. An update of fields investigation findings and medical device component in h6 - adverse event problem were required: previous investigation findings: 180. Updated investigation findings: 114; previous medical device component: 527. Updated medical device component: 527 and 4736.

Event description:
Manufacturer's ref. #: (B)(4).